Manufacturer narrative:
Concomitant medical products: product ID: 3031a, serial# (B)(4), implanted: 2006-07-25, product type: programmer, patient. Product ID: 3093-28, lot# v807714, implanted: (B)(6) 2011, product type: lead. Product ID: 37092, product type: accessory. (B)(4).

Event description:
The consumer reported a return of symptoms. The patient went to the bathroom all day and all night. She could get no sleep because she had to go to the bathroom. She wet her underwear. She went to the health care professional and he turned it on. The hcp used his device and at the office; she could feel stim on the left side and nothing on the left side. Then the patient felt no stim; she felt no stim at the time of report. It was unknown if therapy was on. The patient used the patient programmer and it showed poor communication with and without the antenna. Urinary symptoms were reported and there was a sudden change in therapy/ symptoms. There was no telemetry. They were unable to troubleshoot with the patient. New batteries were tried. No patient harm was reported. Additional information noted that the programmer was returned but the antenna did not fit into the new programmer. The antenna was not working with the new programmer. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. If additional information is received, a follow up report will be sent.

Event description:
Additional information received from the consumer reported that the replacement patient programmer resolved the reported issue of going to the bathroom all day and all night.